Event description:
It was later reported that the pump and catheter were explanted on (B)(6) 2013.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type - catheter.

Event description:
It was reported that the patient had her pump removed due to an infection of the pump pocket. The catheter was removed along with the pump. The drug in the pump was unknown. A culture was taken; however, the results were not known. The patient outcome was unknown.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).